Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part # 04.161.032s. Lot # 7l94552. Manufacturing site: werk selzach logistik . Release to warehouse date: 09.march.2021. Expiration date: 01.march.2031. Supplier: früh verpackungstechnik ag. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part: part number: 04.161.032. Lot number: 87p9685. Manufacturing site: mezzovico. Release to warehouse date: 05 feb 2021. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1: manufacture site updated. D10: additional concomitant device added.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d2b: additional product code: nkg,mnh and mni. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a oc2 fusion on an unknown date. About two months after surgery, it was identified that the rod in question might have slipped off the plate in question. The revision surgery is scheduled on (B)(6) 2023. The cause is unknown. The surgeon commented that re-operation is scheduled including confirmation of set screw, due to the possible loosening of fusion of occipital plate and rod about 2 months after surgery. No further information is available. This report is for one (1) rod ã¸3.5 prebent l240 tan. This is report 2 of 3 for complaint (B)(4).